Manufacturer narrative:
Available information indicates that the ECG waveform was not displayed. The field service engineer (fse) performed visual inspection of the device and determined that the ECG waveform was displayed normally and there was no device malfunction, and no repair needed. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the ECG waveform did not display. There was no patient involvement.